Manufacturer narrative:
(B)(4). The reported complaint of sheath housing separation from sheath after severe bypass tube resistance was able to be confirmed through sample investigation. Visual inspection revealed blue resin from the blue sheath tabs left on the button valve. One of the blue sheath tabs had damage on it from the force of being pushed out of the sheath housing. Reattaching the sheath to the sheath housing was unsuccessful due to the deformation from separation. The IFU states "if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device". A device history record review was performed, and no relevant findings were identified. A CAPA was previously initiated for bypass tube resistance that was attributed to a supplier manufacturing deficiency. Corrections were implemented. The complaint rate for bypass tube resistance is within occurrence limits as defined in CAPA, and further investigation related to this event will be initiated if the occurrence rate exceeds the limit. Based on the info rmation received, the most likely root cause for the bypass tube resistance is supplier related. The root cause of the sheath separation from the sheath housing is likely unintentional user error. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that ," during testing of the representative samples received at the investigation site, one of the devices exhibited severe bypass tube resistance, which led to the sheath separating from the sheath housing."